Event description:
It was reported that the user observed a period without insulin delivery on their pump and, while glucose was trending low, announced two meals including a usual dinner, which led to additional insulin dosing and subsequent hypoglycemia; the event involved user interaction with the ilet system and its user interface, and education was provided regarding automatic insulin suspension when glucose is below 70 mg/dl. Symptoms included low blood glucose, with a nadir of 51 mg/dl. Outcomes included a transient low glucose episode treated with oral carbohydrate without medical intervention. Investigation included communication with the user and analysis of information provided by the user and device reports. Investigation of this case revealed no device problem and identified a usage problem attributable to failure to follow instructions and an improper or incorrect procedure. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.